Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and seven shocks due to supraventricular tachycardia (svt). The device is functioning as programmed. No additional adverse patient effects were reported.